Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with decreased r-wave on the rv lead. The lead was capped and replaced. The patient was stable post-procedure.